Event description:
Update: during our follow up with the account it was discovered that this issue was reported twice by accident. We have processed our complaint on this MFR report #: 1320894-2024-00064. The sales representative reported on behalf of the customer that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20 was being used on (B)(6) 2024 and the ¿cautery had flames coming out of the tip when the surgeon tried to cauterize an artery on a hematoma. Patient was not harmed. Immediately discontinued use of the cautery and used a new one.¿. There was no impact or injury to the patient or user. The procedure was completed with another pencil. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20 was being used on (B)(6) 2024 and the ¿cautery had flames coming out of the tip when the surgeon tried to cauterize an artery on a hematoma. Patient was not harmed. Immediately discontinued use of the cautery and used a new one.¿. There was no impact or injury to the patient or user. The procedure was completed with another pencil. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.